Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2016 with the following findings: the black box showed a time/date reset after a pump reboot on (B)(6) 2015 at 10:11. When the pump was powered back on, the time/date was not corrected and the pump ran on default settings until it was manually corrected at (B)(6) 2015 at 23:56. The pump was exercised for 24hrs and after 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power, the time/date reset to default setting. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and the internal battery was found to be leaking. Unrelated to the original complaint, the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient required emergency room treatment( IV fluids and IV glucose) after loss of consciousness due to a blood glucose (bg) below 30 mg/dl. During troubleshooting, customer support found that when the battery is removed for less than 24 hours the time/date goes to default for pump model , and attributed the bg excursion to training/misuse. This is not being reported due to the following: the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. The complaint is being reported because the user experienced hypoglycemia related to use error.